Event description:
Th euser alleges partially deflated cuff when the laryngeal mask was removed from package. They added a small amount of air to the cuff and lubricated the backside with ky jelly. During procedure, ended up with a tear in the soft posterior esophageal wall. The pt lost 150-200cc blood.